Event description:
It was reported that the acoustic stud broke off of the handpiece prior to a case. The handpiece was swapped with another handpiece and the case was completed with no pt consequence.